Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted support, received instructions for a pump reset, and successfully started their sensor session with no further errors.